Event description:
Customer ordered three cardiopulmonary vaporizer brackets. When received, customer noted the outlet check valve was assembled backwards. Customer reassembled. Stock of the cardiopulmonary vaporizer bracket was inspected, and the reported complaint was confirmed. Assembly instructions were reviewed and found to be adequate. Proper assembly procedures were reviewed with assembly personnel. In addition, further clarification was added to the assembly instructions to help prevent a recurrence. Following the checkout procedure as contained in the cardiopulmonary vaporizer bracket operation and maintenance manual should pick up this condition, as was the case in the reported event. (Label)